Event description:
Journal reference: guehl, et al. "Side-effects of subthalamic stimulation in parkinson's disease: clinical evolution and predictive factors" european journal of neurology, 2006; 13; 9 p. 963-971. The article presents study results describing the evolution of side effects in a cohort of patients at 3 and 12 months. The patients, all with advanced parkinsons disease, were being treated with bilateral deep brain stimulation of the stn. A number of patient complications were reported. Reportable event: one patient experienced a hematoma secondary to an infection at the stimulator site. Patient was treated with antibiotics and the stimulator was repositioned three months after complete cicatrization.

Manufacturer narrative:
See scanned pages.